Event description:
Switched from alcon clear care original to alcon clear care plus with hydraglyde. Noticed that my vision started getting foggy/hazy. Was worried something was wrong with my eyes. Discontinued the new solution, switched to a fresh pair of lenses and went back to the original and the fogginess went away. Reason using the product: to clean and disinfect contact lenses.